Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The associated lot numbers were 21a1203z and 21c1007z. Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to provide continuous renal replacement therapy (crrt) to treat low weight ((B)(6)) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately four days into continuous renal replacement therapy (crrt) in hemodiafiltration (cvvhdf) mode (connected to extracorporeal membrane oxygenation circuit), with a prismaflex control unit and a prismaflex hf20, on a pediatric patient, the set clotted, resulting in blood loss 15 hours into treatment. The amount of blood loss was not specified. Treatment was restarted the following day (twenty-nine hours into this treatment), the filter clotted resulting in an unspecified amount of blood loss. Treatment was discontinued. The patient required packed red blood cells transfusion for the event. The outcome was not reported. No additional information is available.